Event description:
Pt admitted on (B)(6) 2011 for vent weaning. On plavix, asa due to previous mi and subcutaneous heparin. On stool softeners q 12 hours. On (B)(6) 2011, rectal pouch applied and on (B)(6) 2011, order is written for the flexiseal product to be inserted. Nurse noted bleeding in rectal area. Pt had the flexiseal signal in place. Nurse removed the product and it was noted that there was 40cc of water in the flexiseal balloon. The bleeding was due to a perineal tear & may have been due to the product. Physician noted. Company rep notified. Required surgery for repair of area. Dates of use: (B)(6) 2011. Diagnosis or reason for use: diarrhea. Event abated after use stopped: yes.